Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the hub of a one-link standard bore catheter extension set would not advance. It was not specified when in the process this occurred. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). One unit was received for evaluation. The sample was visually inspected and no defects were observed. Functional testing, clear passage and pressure testing were performed and all tests were found to have satisfactory results. The reported condition could not be verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.